Event description:
A report received from (B)(6), stated that an 740 ventilator experienced a "low minute volume" alarm. The ventilator did not stop cycling at the time the alarm occurred. The patient was removed from the device and placed on an alternate ventilator. There were no patient injuries reported.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device but was unable to duplicate the reported issue. The device was found to operate as intended. (B)(4).